Event description:
All results mg/dl. Caller reported blood glucose results on compact plus system 1: 85 at 8:48pm, 169 at 8:37pm, 357 at 8:21pm, 218 at 8:20pm, 48 at 8:15pm, 162 at 8:08pm. Compact plus system 2 result at 8:32pm was 61. After this result, he self-treated with crackers and orange juice. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Medwatch with (B)(6) is for compact plus system 1, medwatch with (B)(6) is for compact plus system 2.